Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow up on (B)(6) 2018. It was confirmed via chest x-ray that the right ventricular lead had dislodged and exhibited loss of capture. The lead was unable to be repositioned, so the physician explanted and replaced the lead. The patient was stable post-procedure and would continue to be monitored.